Manufacturer narrative:
A device was not returned and therefore, an evaluation could not be performed. A review of the lot history record was not possible since the lot number was not available. Based on the information provided to st jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.

Event description:
It was reported that following a percutaneous coronary intervention (pci), an angio-seal evolution was selected for use. It is unknown whether a pre-deployment angiogram was performed or not, but reportedly the common femoral artery (cfa) was punctured. A dissection of the right coronary artery (rca) occurred during the pci. The angio-seal was deployed after the pci procedure. The patient was then transferred to the ward. Within thirty minutes after the procedure, the patient ambulated and also used a portable toilet. Active bleeding was observed from the puncture site. After that, the patient lost consciousness and expired. The findings in an autopsy, which was performed in another hospital, revealed that the cause of the death was complications due to the dissection of the rca. No additional information is available.